Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to perform rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive buttons. Unit received missing endcap sticker. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 280 mg/dl at the time of the call. The customer stated that the insulin pump started lagging after changing the batteries. The customer stated that they were sweating while working outside which possibly could have attributed to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.